Manufacturer narrative:
The customer was not able to provide the lot number which determines the date of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that water was found pooled in the pilot balloon and customer reports not being able to withdraw water from the balloon. The customer indicated that there was no patient harm.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation contained in a plastic bag without its original unit pack. Visual examination shows that the unit is contaminated. Further examination of the inflation system shows no sign of water in the pilot balloon assembly, inflation line and cuff body. The returned unit was inflated using the parameters set out in if004 and leak tested under water. No leakage was detected. The reported defect could not be detected on the sample returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.